Event description:
It was reported that optical sensor with placement signal not reliable comes and goes on the automated impella controller. Motor current remains pulsatile with appropriate flows for p-level. However, the procedure was success with the same console.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of two reports. This report represents the automated impella controller. Another report was submitted to represent the pump. Refer to section h.10 for the related report number.